Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no alleged product issue. It was noted that therapy was fine. The patient lost 100 pounds. The weight loss was not related to the device or suspected by anyone to be the reason for the event. The pump ended up angling differently and eroded through the patient's skin. The patient initiated the call to the office because they noticed it. The physician could see it. It was noted that they were going to test to see if the patient had an infection. The entire pump system was explanted on (B)(6) 2015. The catheter was taken out as a precaution. It was later reported that no infection was confirmed. The patient seemed fine and was placed on antibiotics. The manufacture representative did not have the results of the cultures. There was no meningitis. They wanted to re-implant a smaller 20cc pump in two months. It was unknown what the pump system was infusing. The patient's status at the time of report was "alive-no injury." It was unknown what the pump system was infusing. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Event description:
Additional information received reported that the pump did not contain lioresal or prialt. The reporter had no further information on the patient¿s status. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: catheter; product ID 8832, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).